Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2012, not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to improper placement of the device. It is unknown if there are plans to reimplant the patient with another device.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).